Event description:
Pt's parent indicated that the pt developed an infection to the generator site as a result of implant surgery. The entire vns therapy system was explanted. Report received from surgeon's office indicated that cultures were obtained at time of explant that resulted in the presence of negative staphylococcus. Further investigation indicated the infection has resolved and the pt has been reimplanted with the vns therapy system. Attempts to obtain explanted products have been unsuccessful to date.

Manufacturer narrative:
Mfg records for both the pulse generator and lead were reviewed for sterilization. Vns therapy system lists infection as a potential adverse event, possibly associated with surgery. Review of mfg records for both the pulse generator and lead confirmed sterilization prior to distribution.